Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient had experienced elevated blood glucose levels for the past month. She tried to troubleshoot the issue with her diabetologist. She changed the type of insulin she uses and changed her basal rates, but the hyperglycemia persisted. The patient now thinks her infusion device does not deliver insulin properly. No adverse event was reported. The infusion device was requested to be returned for product evaluation.